Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Reportedly post procedure, the prostyle rail suture of one of prostyle devices was pulled for hemostasis, however, the suture was removed glidingly with the knot intact. As a guide wire remained in place, a third prostyle device was deployed. Hemostasis was achieved with the successfully pre-placed suture and the suture of the third prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.